Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of ¿keep saying door close with IV tubing even when it¿s closed.¿ was unable to be reproduced. A review of the event history log revealed multiple occurrences of "door jammed" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be link gap tolerance out of specification for all 3 link screws. The mechanism will be removed and reinstalled and link and link switch adjustment will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize close door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.